Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had measured impedances of >4000 ohms and had not felt their stimulation for 3 months. It was noted that the patient traveled internationally frequently. The patient met with their healthcare professional and the stimulation amplitude was increased but nothing was felt. The physician could not obtain further programming information from the device, and it was unknown if reprogramming was attempted. Further information was requested.